Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, issues were experienced with the device, specifically involving malformed clips and problems with the loading or firing of the clips. The surgeon was able to squeeze the handle and close the jaws, and some clips were able to load and fire correctly, while others were malformed. No components of the device disengaged into the cavity of the patient. Another device was used to resolve the issue and complete the case. No additional operation was planned to correct the issue.